Manufacturer narrative:
The reported device is expected to be returned to conmed largo for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
A customer reported during a bicep repair, a t60s 6.0mm tenolok tenodesis anchor with one no. 2 hi-fi suture snapped and could not secure the tendon. The wing of the implant broke/bent upon placement/insertion. No patient injury was reported and this device issue caused a minimal 3-minute surgical delay. This incident addresses the first implant used on the same patient/procedure as MDR 1017294-2017-00154. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.

Manufacturer narrative:
Additional information was collected from the initial reporter. The surgeon decided to stitch the biceps with a suture material in order to complete the procedure. The surgeon is satisfied with the patient's outcome. The reported device was returned to conmed for evaluation. Visual examination of the device verified the anchor was deformed/bent and remained attached to the driver. Both wings were intact and fully attached to the anchor. The driver showed no signs of damage. A likely cause for this defect is excessive force being applied on the driver handle causing the anchor to deform in shape. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. (B)(4). A risk analysis was performed and deemed acceptable. The instructions for use advise the user of the following. Preoperative and operating procedures, including knowledge or surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Detailed instructions on the use and limitations of the device should be given to the patient. The patient should be told to follow the surgeon's protocol for postoperative management. For a trans-tissue approach the anchor must be rotated, as opposed to pushed, through the tissue to prevent tearing. Ensure proper selection of bone preparation device (drill, punch, etc.) According to anchor size selection. Inspect all instruments for damage prior to use. Ensure the anchor is properly seated on the driver tip prior to and during implantation. Ensure the free ends of the suture are securely locked in place around cleat on delivery handle. Avoid lateral loading while inserting the device. Maintain proper alignment during insertion of the anchor and disengagement of the delivery handle. Proper orientation and alignment of instruments is important during implantation of the tenolok tenodesis anchor to minimize possible breakage of the anchor. Breakage of the device is possible if: the bone preparation device is not inserted to the proper depth. The device is not properly aligned with the pilot hole. The device is loose or not securely attached on the delivery handle. The device inserter is used for prying. The device is advanced too deep. A small amount of forward pressure is not applied while rotating the handle. The disposable delivery handle is single use and must be disposed according to hospital policy and procedure. This incident type will continue to be monitored through the complaint system to assure patient safety.